Event description:
The customer contact reported that the device did not sound an audible alarm tone during an alarm condition. It was reported during setup, prior to pt use, the nurse noted that the device displayed an unspecified alarm condition. The device was removed from clinical service. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. During testing at the user facility, the device did not sound an audible alarm tone during an alarm condition. Though requested, no add'l info was provided.

Manufacturer narrative:
The device was rec'd. Investigation is not complete. This report represents all the info known by the rptr upon query by hospira personnel.